Manufacturer narrative:
(B)(4). The field service representative (fsr) verified the reported issue. The fsr observed the unit was leaking from a worn out nylon elbow on the back of the cardioplegia (cpg) tank. The fsr replaced the part and tested the unit. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was leaking internally. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.